Event description:
Safetouch ii needle would not retract into the safety upon removal. This was noticed upon removing the needle post treatment. No blood was lost, no adverse events occurred, no needle stick resulted. (2 total incidents) this facility has used safetouch ii since (B)(6) 2019. The clinical specialist provided training on wednesday, (B)(6) 2019, wednesday, (B)(6) 2019, and wednesday, (B)(6) 2020 to provide supplemental training and support.

Event description:
Safetouch ii needle would not retract into the safety upon removal. This was noticed upon removing the needle post treatment. No blood was lost, no adverse events occurred, no needle stick resulted. (2 total incidents). This facility has used safetouch ii since (B)(6) 2019. The clinical specialist provided training on wednesday, (B)(6) 2019, wednesday, (B)(6) 2019, and wednesday, (B)(6) 2020 to provide supplemental training and support.